Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unexpected restart test was not performed due to unresponsive buttons. The device had cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, one of the buttons on the insulin pump wasn't working, either the esc or act button. The device had alarmed unexpected restart. Customer's blood glucose was 210 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.